Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient didn't mean to say they had a zapping sensation when drinking 12 to 15 oz. Of water and it never zapped them. The problem had been resolved and the voltage was incorrect.

Event description:
The consumer and health care provider (hcp) reported that since the patient switched to a newer model implantable neurostimulator (ins), they were not able to eat as much. This had happened with both of their newer model inss. The hcp reported that the patient had a progression of the disease and this was not a problem with the device. The hcp told the patient they couldn't turn the newer model ins up as high as the maximum didn't go as high. The older model ins the current went to 13 and now on the newer model ins, it only went to 11.5 to 11.9. This had been since implant on (B)(6) 2015. The patient stated they didn't feel this one as much. The patient had shocking and stimulation in an undesired location. In the morning when the patient drank 12 to 15 oz. Of water, they felt a little zapping. Since the patient got their new device on (B)(6) 2016, they didn't feel the zapping anymore. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.